Event description:
Customer reported he was unable to test, due to their meter shutting off when blood sample was applied. Customer reported experiencing constant headaches and reported losing consciousness. Paramedics were called and treated customer; however, customer is unsure of the treatment rec'd. Customer was transported to a hosp and diagnosed with hypoglycemia. Customer was treated with IV fluids and medication (exact medication unknown). There was no report of death or permanent impairment associated with this case.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow up report will be submitted if the meter is returned.